Event description:
Per the information provided to co by the physician's office, the device was removed due to a "broken pump." As reported to co, only the pump was removed and replaced.

Manufacturer narrative:
The pump was the sole component returned for evaluation. Testing of the returned component revealed leakage at a site in the distal portion of the tubing exiting the non-serialized outlet. Portions of the monofilament are also protruding from this site which indicates the tubing was twisted and/or torqued significantly. Microscopic examination of the separation site revealed rough and irregular edges which are indicative of stress induced rending. Also, proximal to the above mentioned leakage site, an area of abrasion was noted that penetrates the outer layer of tubing and exposes the monofilament. This site did not leak. Additional areas of abrasion were noted on the serialized outlet and surrounding the leakage site. The pattern of this abrasion indicates the exhaust tubings were overlapped. Based on the limited info received and the results of the examination and testing. Quality assurance concludes that while in-vivo the exhaust tubes were overlapped and abrading against each other for an extended period of time. Quality assurance further concludes that this positioning, in combination with device usage over time, most likely contributed to sufficient stresses to rend the tubing at the noted site.